Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found internal insulation abrasion at 80.8-81.1 cm and 81.4-81.9 cm from the connector pin. The etfe coating was intact at these locations. The inner coil lumen was dissected and further analysis found internal insulation abrasion at 81.1-82.5 cm from the connector pin. One ring electrode cable etfe coating was abraded at this location.

Event description:
This report is to advise of an event observed during analysis.